Event description:
International complaint coordinator reports three incidents of blood leaks on psn 210 dialyzer. Blood leak occurred at the beginning of treatment. One incident was noted with blood visually in the dialysate. Two other incidents were noted on blood leak alarms and verified with positive hemastix. Blood was not returned to any of the pts with an estimated blood loss of 100cc per incident. Treatments were resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per international complaint coordinator.